Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, a visual inspection confirmed that the sensor wire is detached from the housing puck. The reported event of a detached sensor wire was confirmed. A root cause could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015 in the abdomen. Upon removal of the sensor pod, the patient reported the sensor wire stayed in skin at site of insertion. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).